Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that the patient medication and room number not showing on station. A technical support specialist (tss) dialed into station and found the station had rebooted 4 hours ago. Synchronized status was active, and upload/download times on the es prod server were current. Patient was listed as admitted, and the device was correctly assigned. Orders appeared on the es server but not on the station. Restarted data synchronized and maintenance services and rebooted the station. Verified the orderid under the patient visit ID and called customer for testing and confirmed orders were visible after scrolling issue resolved. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient medication and room number was not showing on the station. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.